Manufacturer narrative:
MDR 3003442380-2026-85002. Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state, province or territory: ca, post office or zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced cannula issues on (B)(6) 2026 as the cannula was bent which led to high blood glucose level (260 mg/dl) that was treated with manual injection. The infusion set was in use for one day and the site of insertion was lower back. No further information is available.